Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. Insulin pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated they were able to rewind insulin pump. Customer was performed displacement test and it was passed. Customer stated insulin pump completely turned off without low battery warning and also had weak battery alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.